Manufacturer narrative:
Based on the claim against the product by the customer noting c-34 error on the erbe generator, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The unite was analyzed and the complaint was not confirmed by failure analysis. The unit energized and cauterized, and all ports recognized instruments normally.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated error c-34, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce and confirm error c-34 on iesu and replaced it to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint; however, evaluation/investigation has not been completed. Although the complaint regarding reported issue was not confirmed by failure analysis since the instrument analysis was not completed, the information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, an integrated electrosurgical unit (iesu/ erbe) had error c-34 occurred while firing a monopolar instrument. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed error c-34 in the logs. The tse had the customer power cycle the iesu and use another power outlet, but the issue was not resolved. The customer used force triad generator to continue with the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with the external iesu.